Event description:
It was reported that the system experienced a non-recoverable fault on arm 3 during in-service. Technical support reviewed the system logs and observed 307 and 319 faults on armnet 3. A hard reboot of the system was recommended and performed, but the faults reappeared. A second reboot was then performed; however, the site was unable to disable the armnet. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the distal set up joint and universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. This usm was returned for failure analysis, and the reported 319 error was confirmed in lighthouse and replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto our pftp and failed node check, showing error 319 with node ac_3c not present. The aca board was replaced first, but the error persisted. Both the f pca and cable harness were then replaced, and the failure cleared after replacing these parts. Based on these findings, fa identifies either the fcp pca or the fcp-to-aca cable harness as the root cause of the reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The unit was returned for failure analysis with a reported issue which was not confirmed or replicated. In logs, errors 307 or 319 were not found on the set up joint (suj) distal in question. Additionally, the universal surgical manipulator (usm) was also returned, where failure was confirmed and replicated. Upon visual inspection, no issues were found that were related to the reported event. The unit was installed on a golden system, where it functioned as expected. The unit was then tested on the pftp and passed all relevant tests with no logged errors. As a result of these findings, failure analysis was unable to determine the root cause. This unit will be considered as the wrong part sent back.

Event description:
Refer to h11 for follow-up information.